Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
It was reported when trying to pull drpta unit would not power on to pull drpta and get an error code. When installing pm pcba board unit to see if this fixes the issue noted on repair tag, unit still alarmed when powering on. New pm pcba board was removed and old pm pcba board was replaced. Fco 066 will be postponed until repair is made

Manufacturer narrative:
H10: a philips authorized service provider (asp) evaluated the unit and reported the issue persisted after installing a new pm (power management) pcba. The manufacturer is unable to confirm the final disposition of the device because the customer declined further repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17765.